Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that only one contact of the patient's lead was active and the remaining ones were not functioning. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that that patient underwent an explant procedure of the lead. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that only one contact of the patient's lead was active and the remaining ones were not functioning. The patient will undergo a lead replacement procedure.